Event description:
The surgeon inserted an aq2010v silicone three-piece lens, but the posterior haptic tore. The lens was removed with no patient injury or complications, no enlarged incision or sutures. It was unknown as to why the haptic tore.